Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider(hcp) via a representative regarding a patient receiving baclofen (2000 mcg/ml, 300 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient had increase in spasticity and was inpatient on c-diff (clostridium difficile) protocol. The patient was on antibiotics. The patient had vomited and aspirated. A dye study was performed on (B)(6) 2018 which looked great with no issues found. The patient's mother was advocating to withdraw from the reservoir to see if there was any drug in the reservoir and then put it back in. It was reviewed that it might be better to avoid needle stick if possible due to infection. Event date was (B)(6) 2018. Additional information received from the hcp via representative reported that the patient was originally admitted due to aspiration pneumonia and treated with antibiotics. The hcp were not sure if they would check the reservoir volume. No further information was reported.